Event description:
The thumbwheel on the absolute would not rotate in the unlocked position.additionally,as the physician was pulling back on the catheter,it became kinked and the stent fully deployed inside the introducer sheath,while inside the patient's body.the stent device was removed from the patient fully sheathed.there was no reported injury and no additional information available.